Event description:
The pt was admitted for angioplasty of superficial femoral artery. No venous involvement of note. Rationale to improve the arterial circulation as the pt was suffering from painful arterial ulcers on the left foot. On discharge to community, the ulcers were dressed with aquacel ag and within a couple of hours, the patient called the dns back - she was in pain and had removed the dressings, which she believed to be the cause of the pain. On examination, there was circumferencial red scalding from the malleolii down to the start of the toes. The patient was admitted to hospital approx months later, to attempt to get the exudate and pain under control, the ulcers regularly soaked in permanganate solution and dressed with mepitel. The patient was discharged twenty two days later. At this point, the scalding had mostly resolved. The patient has not been patch tested and reacts to many dressings and drugs.